Manufacturer narrative:
The t:slim user guide states that for the correct cannula fill amount, as well as procedures on needle/cannula insertion and attaching the tubing to your body, refer to the instructions for use included with the infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels shortly after connecting to a new infusion set. The bg level ranged from 300-400 mg/dl and currently was 423 mg/dl. A bolus via the pump and a manual insulin injection was administered to address the bg level. The customer reported that after filling the infusion set tubing, the cannula would be attached to the body without first filling the short cannula tubing. Tandem technical support educated the customer on the correct fill tubing procedure (filling short cannula tubing prior to attaching to body). The customer acknowledged the information.